Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with glucose values between 200¿300 mg/dl for approximately three hours and an out-of-range period lasting about twelve hours, and the user expressed concern that the device was not controlling glucose as expected. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education. Investigation included a complaint intake, user coaching, and assignment for clinician follow-up. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.